Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis event was reported to be batch related; however, this could not be confirmed. Two days after the onset of peritonitis, the patient was hospitalized for the event. On an unreported date, the patient started treatment with injection heparin (intraperitoneally (ip), dose and frequency not reported) and injection fortum (ip, 1 gm, frequency not reported) and injection vancomycin (1gm, once in 5 days, route not reported) for peritonitis. At the time of this report, the patient was recovered from the event. The action taken with pd therapy was unknown. Additional information was not available. This is report 3 of 3 involved in this event.